Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient asked about making an application for their spinal cord stimulator. They also reported they had to charge their battery every 12 hours. No symptoms or further complications were reported or anticipated.